Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition is unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5084931) that a piece of the nitinol guidewire (from the trans-tibial acl disposable kit) broke off. Additional information has been requested from the facility medwatch reporter but at this time no further information was received.